Event description:
It was reported that the valve would not flush.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specs for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated in the lab. All prods are 100% tested at the time of MFR.